Event description:
It was reported that a as lvp 20d 2ss cv leaked during use. The following was reported by the initial reporter: "tubing leaked at the y site closest to the pt".

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 8/9/2021. H.6. Investigation: one sample was received and investigated by our quality team. The set was initially visually inspected and no problem was noticed. A saline solution was used to prime the set and a leak in the smartsite blue port as customer described was immediately noticed. The customer's complaint of leakage is verified. Visual analyses under microscope was then employed to determine a possible root cause for this failure. There is a clear tear or penetration in the piston of smart site. The root cause of the tear/ penetration in the smartsite port is unknown. A device history record review could not be performed because a lot number was not provided by the customer. H3 other text : see h.10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a as lvp 20d 2ss cv leaked during use. The following was reported by the initial reporter: "tubing leaked at the y site closest to the pt."